Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return, the ventricular output connector was damaged. It was further noted that the lower part of the display was missing one line (further noted that this was considered "acceptable") and that both bail covers were cracked. The unit was cleaned and inspected, its ventricular output connector as well as both bail covers were replaced and it was tested on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector for the external pulse generator's ventricular lead was ruined/destroyed so that the lead was not locked at the connector. The generator was expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.